Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that turning the knobs of the external pulse generator (epg) would not change the display. It was indicated that the display was out of specification. It was also indicated that multiple external components were damaged. Due to the end of service life, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the control knobs of the external pulse generator (epg) were not functioning properly. The rate and output would not change when turning the knobs of the epg. The epg was returned for service. There was no patient involvement.